Manufacturer narrative:
Manufacturer's report date: 03/21/2014. Internal file no: (B)(4). The reported complaint of an overinfusion of argatroban could not be definitively confirmed. A review of the associated pcu event log for the argatroban infusion indicates that the drug had been infusing, off and on, throughout the day of (B)(6) 2014. At 2:50 pm an infusion was programmed to run at 9.67ml/hr for a vtbi of 45mls. The infusion ran until 5:14 pm that evening when it was stopped by the user. Total volume infused during the final infusion was calculated at 23.24 mls. During the final infusion, between 3:27 pm and 5:03 pm, the log recorded several auto restart events. Testing and inspection of the pump module found it to be in good working condition and delivering fluid within specifications. The root cause of the customer's report was not determined during the investigation. No fault was found on the device.

Event description:
The customer reported an over infusion. Argatroban 50ml was infusing at 9.7 ml/hr. The bag was hung at 1440 and had infused by 1645. There was no pt harm or medical intervention. No additional pt or event details were provided.